Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). Calibration and controls were acceptable. Upon review of the alarm trace data, there were no relevant alarms around the time of the complained result. Two sample related alarms were observed on the trace data (sample short and sample foam detection). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+ss on a cobas e 801 analytical unit. The sample initially resulted in an hcg+b value of < 0.200 miu/ml with a data flag. This value was reported in the customer's laboratory information system as < 2.00 miu/ml. The patient previously tested positive for pregnancy. The patient was not satisfied with the initial result, so the patient went to another hospital where they were tested with an unknown method and had a positive hcg+b result. The patient's sample was repeated on (B)(6) 2025, resulting in an hcg+b value of > 10000 miu/ml with a data flag. The sample was diluted 1:100 and repeated, resulting in a value of 90827 miu/ml on (B)(6) 2025.

Manufacturer narrative:
Calibration and controls were acceptable. A general reagent issue can be ruled out. Isolated non-reproducible results do not represent a general malfunction of the assay. Upon review of alarm trace data, there were no relevant alarms around the time of the complained result. Two sample related alarms (sample short and sample foam detection) were observed on the trace data. The field service engineer performed preventive maintenance on the analyzer. The instrument was performing acceptably. Upon review of images captured by the sample foam detection camera, some dust on the gripper was visible. Sample images showed questionable sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.